Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, during an entire shift, this flotrac sensor provided downward blood pressure trend. Fluid was found on the floor being unclear whether this had occurred during the priming/venting of the system or during the procedure affecting the values. The patient was being treated with vasopressor and crystalloid and albumin boluses and the following blood gas analysis completed during the evening suggested an improvement in hemodynamics as per nibp values (133/77 mmhg). However, the flotrac readings shown were 65/18 mmhg, indicating patient deterioration and higher dose of medication needed. Then, a codan device was used to monitor the patient providing correct values of 112/65 mmhg. There was no allegation of patient injury. The device was available for evaluation. Patient demographics unable to be obtained.